Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37712, (B)(4) showed that the device reached a third overdischarge condition and showed an end-of-service (eos). The device trace report showed that the device was not being sufficiently recharged. The device showed that a power-on-reset had occurred. There was no output measured when the device was received and could not synchronize with a clinician programmer. After 2 full physician mode recharge (pmr) procedures, the device could recharge normally. After a full recharge, good stable output was measured with the patient's lead configuration and matched the programmed settings.

Event description:
It was reported that the patient's neurostimulator was in an overdischarge condition. The physician did not want to reset the device and decided to switch the patient to a non-rechargeable neurostimulator due to their lifestyle. The device was subsequently explanted.